Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received on (B)(6) 2010: the tissue was not so thick and the tissue was distributed evenly. The device was not fired across or near the hard objects except echelon60 staple line. There were not difficulties in attaching the anvil to device. The indicator was within the green range. The doctor confirmed the washer's crunch and the feel when the device was fired. There were not difficulties in firing and removing the device. The washer was cut completely. Although the colonofiberoscopy was performed, the staple's formation was not confirmed. As low hemoglobin level and melena were found after 12 hours, erythrocyte transfusion and the colonofiberoscopy were performed. Cf clips were used to left posterior wall side of the patient's side. Additional information received on (B)(6) 2010: postoperative (B)(6): melena were found but we have no detailed information about the treatment. (B)(6): as low hemoglobin level (hb 8g/dl), erythrocyte transfusion was performed by 4 units. (B)(6): as low hemoglobin level (hb 7g/dl), erythrocyte transfusion was performed by 4 units. (B)(6): as hemoglobin level was 9g/dl, erythrocyte transfusion was performed by 2 units and then the colonofiberoscopy were performed. When the colonofiberoscopy was performed, some coagulation were found at the anastomosis and the doctor could not confirm the bleeding point. Therefore, the cf clips were blind. (B)(6): as hemoglobin level was 9g/dl and melena were found, the hemostasis was performed by the (B)(4)."

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the target tissue was resected with ec60 loading gold cartridge and then the device was used for anastomosis by double stapling technique. Reinforcement material was not used. There was no problem at the leak test and colonofibroscopy right after the anastomosis. 12 hours later, bleeding was found from the anastomosis site. Erythrocyte transfusion was performed by 10 units and cf clip was used to stop the bleeding. The patient's hospitalization was extended by about 2 weeks. The patient already left the hospital. The customer disposed of the device.